Manufacturer narrative:
On august 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.2 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot: 6730863). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (right) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9546471 sn: (B)(4) and (left) 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 9546471 sn: (B)(4).